Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that the trigger was jammed on the battery reamer/drill device. It was further observed that device would not run as the jumper ring rotated past the forward and reverse positions, the device failed cannulation, and made an unusual noise while running. Therefore, the reported condition was duplicated and confirmed. It was noted that the trigger components were worn and internal components would not come apart due to severe corrosion. It was determined that this type of damage was due to inadequate care and maintenance and possible immersion during the cleaning process, which is failure to follow directions for use. The assignable root cause was determined to be due to inadequate care and maintenance. This is further defined as misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the trigger was jammed on the battery reamer/drill device. It was further reported that device would not run as the jumper ring rotated past the forward and reverse positions, the device failed cannulation, and made an unusual noise while running. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.